Event description:
During a routine hemodialysis treatment, the caregiver experienced unrecoverable arterial air alarms as the patient's blood clotted in the cartridge circuit, resulting in a 210cc blood loss. No medical intervention was required.